Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Date of evet is estimated.

Event description:
It was reported the patient has been experiencing pain at the implantable pulse generator (ipg) implant location. To address the issue, the device is slated to be relocated to another location.

Manufacturer narrative:
The results of the investigation are inconclusive, since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Follow up information received, identified surgical intervention was taken. And the patient's scs generator was successfully relocated. And the reported issue was resolved.